Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Paring test was performed and the test did not pass. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2016. Advised patient's mother to pair the smart device and receiver separately instead of simultaneously. Patient's mother went into the bluetooth settings and removed dexcom application and re-installed the g5 application and reboot the smart device. The patient's mother was advised to perform a paperclip reset on the receiver. The issue was not resolved as the receiver and the smart device was showing signal loss. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/30/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.